Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt reported her blood glucose and insulin history is as follows: she felt tired, weak, and thirsty, and also had frequent urination and blurred vision. She decided to go to the hospital where she was admitted for diabetic ketoacidosis. She continue to wear the pod during her stay. She stayed in the hospital for 3 days before being released on (B)(6) 2014. She did not provide any further info regarding the hospitalization or her treatment.